Event description:
I got mentor smooth saline breast implants, 475 ccs. Health started declining one year and a half ago. Symptoms include heart palpitations, internal tremors, hand tremors, rashes, severe fatigue, loss of smell and taste, eye redness, dry and irritated, inflammation, hollow under eyes, depression, intolerance to heat and cold, muscle loss, dehydration, joint soreness, shooting pains in breast, inflammation under ribcage with pain, brain fog, memory loss, and shortness of breath.